Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent a recurrent hernia repair surgery on (B)(6) 2015, and mesh was found to be adhered to the bowel, and mesh was implanted. On (B)(6) 2017 he underwent revision surgery and portions of both mesh devices were found to be adhered to the bowel and some of the meshes were removed. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.